Manufacturer narrative:
A button error alarm after the boot-up and intermittent button response on the act button due to moisture damage on keypad traces were noted. Moisture damage was noted on all electronic assemblies as well. The insulin pump was also received with a cracked liquid crystal display window, cracked case at the liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to water when the customer fell into a pool with the device on. The customer did not know the blood glucose reading. She stated that she observed fluid underneath the liquid crystal display. She added that the insulin pump had been dropped. She observed a crack at the front of the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.